Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a filter implantation procedure, erosion has started. A greenfield filter was implanted in the inferior vena cava several years prior at another institution. During an MRI being conducted due to other issues the patient was having not specific to the filter, it was noted that the filter had started to erode through the vessel wall; however, the physician did not imply that any of the legs had completely eroded through the vessel wall. As the patient is asymptomatic, there is no intervention planned and the physician will continue to monitor the filter position. No additional patient complications were reported and the patient¿s status is fine.